Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently depleting quickly. Additionally, it was reported that the insulin gauge was inaccurate. The customer continued to use the pump for insulin therapy. There was no impact to customer¿s blood glucose.